Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a "bridge code". It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the plunger cable or force sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).